Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a beeping coming from their device. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance and sensing integrity counter (sic). The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.